Manufacturer narrative:
The meter serial number was (B)(6). The customer declined to send the test strips back for investigation and a loaner meter was provided to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling,"coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the patient's coaguchek in range meter in comparison to a laboratory result. On (B)(6) 2024 a sample from the patient was tested using the patient's meter resulting in a result of 5.7 inr. A sample from the patient was also tested by the patient on a loaner meter resulting in a result of 5.7 inr. Within three hours a sample from the patient was tested at the doctor's office using an unknown laboratory method resulting in a value of 4.3 inr. The patient¿s therapeutic range was 3.5-4.5 inr.